Manufacturer narrative:
The company rep examined the system and replaced the table top illuminator. The system was then tested and met specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported that the system displayed a fault message during a procedure. The case was completed after recycling the power, and a 30 minute delay. There was no harm to the pt. Add'l info has been requested.